Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited high capture thresholds on all vectors due to lead dislodgement. The lead was explanted and replaced. The patient was doing well post procedure.